Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the display was flashing. The customer¿s blood glucose level was 110mg/dl at the time of the incident. The customer reported that she was changing pump battery this morning. She put a new one in, it flashed a little bit and it completely shut down. She put a second battery in and then it did the same thing flashed black a couple of times and can't get it to turn back on. Customer stated she had a low battery warning prior to the issue and she was just going to change out the battery. Customer stated she was not getting any alarms. Customer was not calling back after receiving a new battery cap. The customer reported that battery compartment possible had crack by threading. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted.